Event description:
It was reported an occlusion alarm occurred. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer took corrective actions by disconnecting tubing and performing several bolus deliveries as instructed by technical support. Customer then changed out supplies to address the issue.